Manufacturer narrative:
(B)(4). Information was subsequently received on 2017-02-02 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to the death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient was in af with rvr for three days. It was noted the ventricular rate was in the ventricular fibrillation (vf) zone and the ventricular rate increased after the first shock for the second treated episode. The electrocardiogram (ECG) revealed the inverted t waves were replaced by a nonspecific t wave abnormality. The patient complained of dizziness, shortness of breath, and was hypotensive, and was admitted with af and rvr in the setting of hyperthyroidism. The patient was discharged home with a change in medication. Approximately two weeks later, the patient was admitted to the hospital due to receiving a shock. The patient was found to be in af and had an episode of ventricular tachycardia (vt). The patient went into cardiogenic shock, developed pulse-less vt and it was determined there was persistent pulse-less electrical activity with wide complex vt. The patient was medically treated and six shocks were delivered. There was no improvement, cardio-pulmonary resuscitation was stopped and the patient was pronounced. The patient was a participant in the durability post approval study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.